Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo 90 infusion sets began to have a reaction with inflammation at infusion sites, becoming more inflamed and infected with pus. Blood glucose was adversely affected and was reported to be at 484mg/dl. Small ketone levels were reported. Separate injections were conducted to address the high blood glucose. Customer was given oral and topical antibiotics from a healthcare professional to address the infusion site infections. The customer noted they cleaned and dried site prior to infusion set application, sets were not left in greater than 3 days, and there had not been a change in medications or diet. See MFR: 2183502-2016-01810, 2183502-2016-01811, 2183502-2016-01812, 2183502-2016-01813, 2183502-2016-01815, and 2183502-2016-01816.